Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the tower door had failed. A field service engineer (fse) replaced the latches on doors 1 and 4 and performed testing using the hardware test application (hta), which confirmed that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device initially recovered but continued to make clicking noises and failed again upon the next attempt to use it. The customer also reported that the keyboard was intermittently freezing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.